Event description:
A 7f celt acd was used to close the puncture site for an angiogram procedure. It was inserted through the existing 7f sheath and the steps were followed. Upon ejection of the implant from the delivery system, it was noted that blood was leaking from the puncture site and manual pressure was applied. A confirmation x-ray showed that the implant had been embolized inter-arterially and was located near the popliteal artery. A further angiogram was taken which confirmed the flow was unobstructed around the celt implant which was left in situ with no symptoms of ischemia or compromised flow. No complications were noted.